Manufacturer narrative:
The compromised force sensor system alarmed during prime test at 4 lbs. Due to moisture damage force sensor resistor. The pump was received with cracked display window, cracked battery tube threads, cracked reservoir tube lip.

Event description:
The customer reported via phone call of compromised force sensor system alarm on their insulin pump. The customer's blood glucose level at the time of incident was 200mg/dl. Troubleshoot was conducted. The customer was advised to discontinue use of the device, and that it would have to be replaced and returned for analysis. The compromised force sensor system alarmed during prime test at 4 lbs. Due to moisture damage force sensor resistor. The pump was received with cracked display window, cracked battery tube threads, cracked reservoir tube lip.